Manufacturer narrative:
The ldh reagent lot number and expiration date were requested, but not provided. The field service engineer replaced the sample arm and made adjustments. The sample probe, sample syringe, and tubing were replaced. An electrode check, mechanical checks, and air purges were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lactate dehydrogenase (ldh) on a cobas 6000 c501 module. No units of measure were provided. The sample resulted in ldh values of 281.000 and 10.000.